Manufacturer narrative:
H.6. Investigation summary: "material #: 301746. Lot/batch #: 3085479. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose IV shield. Bd has initiated further root cause investigation relating to the issue of loose IV shield through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, there was a large quantity of needles with loose IV shields. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, there was a large quantity of needles with loose IV shields. No patient impact reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.